Event description:
Hcp reported patient presented with drainage and swelling at ipg site. The device was removed secondary to infection in 2005. The pt was treated with antibiotics for staph aureus. The device was explanted and returned to the MFR for analysis.